Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facs¿ lyse wash assistant that there was erroneous results. The following information was provided by the initial reporter: at the end of a run some samples were not lysed. The problem occurred randomly in some pipes of two different series.

Event description:
It was reported that while using the bd facs¿ lyse wash assistant that there was erroneous results. The following information was provided by the initial reporter: at the end of a run some samples were not lysed. The problem occurred randomly in some pipes of two different series.

Manufacturer narrative:
H.6: scope of issue: the scope of issue is only limited to bd facs lyse wash assistant, part#: 337146, and serial#: (B)(6). Problem statement: customer reported a complaint regarding samples not lysed correctly that occurred on (B)(6) 2023. Unexpected results can negatively impact patient diagnosis and treatment. The instrument underwent repairs and was found to be functioning as expected, and neither the customer nor any patients were harmed by this issue. Investigation summary: manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue for part#: 337146. Date range from 04may2022 to date 04may2023. Manufacturing device history record (DHR) review: DHR part#: 337146, serial#: (B)(6), file#: (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. Manufacturing date: 06oct2022. Complaint history review: there are 13 complaints related to the issue of unexpected results for part#: 337146, (B)(4). Date range from 04may2022 to date 04may2023. Returned sample evaluation: a return sample was not requested for evaluation because the potential cause of the issue was determined using the servicemax review. After the repairs/replacements, the instrument was found to be performing as intended. Service history review: review of related work order#: (B)(4). Install date: on (B)(6) 2023. Defective part number: 64861719 - assy cell wash mechanism blue repaired work order notes: subject / reported: (B)(4) bd facs lyse wash assistant - samples not properly lysed. Problem description: the customer reports that at the end of the run some samples were not lysed. Work performed: the fse performed following checks on the instrument. Performed troubleshooting. Supply voltages: check. Reagent door: check functionality / operation. Compressor: check operating pressure. Fluidics: check for leaks. Pneumatic system: leak test performed. Valve group: check functionality. Vacuum: leak test performed. Vacuum: calibration performed. Cell wash assembly: verification of probe rinsing verify lyse and fix solution dispensing functionality. Carousel location: verified. Check sensor functionality of the tanks. The following errors were encountered: vacuum test not passed, due to the failure of the bottom o-ring (yellow) of the cell wash. The following components have been replaced / repaired: cell wash assy. Cause: o-ring cell wash. Solution: replaced cell wash assy. Parts replaced: 64861719 - assy cell wash mechanism blue repaired. Labeling / packaging review: n/a. Risk analysis: risk management file part#: 10000597659, rev 03, bd facs¿ bd facslyse wash assistant risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes, no. Hazard ID#: 3.1.4. Hazard: 1. Un-prepped sample. 2. No answer. 3. Loss of sample. 4. Safety biohazard cause: defective valves harmful effects: inaccurate results residual probability: 1 residual severity: 3 residual risk index: 3 hazard ID#: 3.1.12. Hazard: spillage during processes. Cause: too much wash buffer dispensed. Harmful effects: exposure to biological material illness. Residual probability: 1. Residual severity: 4. Residual risk index: 4. Potential causes: based on the investigation, the potential cause was determined to be o-ring failure in the cell wash assembly. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and service activity review, the potential cause was determined to be o-ring failure in the cell wash assembly. An fse (field service engineer) went onsite and confirmed the issue. To resolve this issue, the fse performed various functional checks which included fluidics checks, pneumatic checks, leaks tests, verification of probe rinsing with lyse wash assembly. The fse also checked the power supply voltage, compressor pressure, solution dispense function, carousel positions, valve function, vacuum calibration, and lyse and fix solution dispensation. During vacuum test, fse encountered failure due to bottom o-ring of the cell wash after which fse proceeded to replace the cell wash assembly. Afterwards, fse performed reliability test and the instrument is functioning as expected. The fse confirmed that erroneous results on patient samples were not reported to clinicians. No patient was diagnosed or treated based on these results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facs¿ lyse wash assistant instructions for use, #23-11113 rev. 02/vers. A, starting page 107. Troubleshooting procedures can be found in the IFU starting on page 145. The safety risk of this hazard has been identified to be within the acceptable level. Conclusion: based on the investigation, the complaint was confirmed and the potential cause of the unexpected results was determined to be an o-ring failure in the cell wash assembly. The fse replaced the part and after subsequent testing the instrument was functioning as expected. No one was harmed or injured, and no patients were diagnosed or treated based on any unexpected results. The safety risk of this hazard has been identified to be within the acceptable level. Based on the investigation results, a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety. Supporting document: n/a.